Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd screen was blank during testing. The device was not in patient use. The device's lcd screen was replaced to address the issue.